Event description:
Per the clinic, the patient experienced infection at the implant site. The patient was hospitalized (date not reported) to be treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.